Event description:
It was reported that the customer had been experiencing high blood glucose levels and that he smelled insulin upon removing the reservoir from the insulin pump. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer stated that there was an insulin leak at the o-rings. The customer also stated that there were air bubbles in the reservoir. Advised customer to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.